Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 12mm amplatzer septal occluder (aso) was chosen for implantation into a pseudoaneurysm neck present on the outside wall of the left ventricle. A greater than 80cm delivery sheath was required to reach the defect, so a delivery cable from an amplatzer trevisio was used with a non-abbott terumo sheath. The sheath was advanced to the defect. Once the aso exited the tip of the sheath, it deformed into a cobra shape. The aso was removed and the deformation was massaged out. The aso was re-loaded with tension and attempted to be deployed again but deformed into cobra shape once more. It was thought papillary strands may have prevented a normal deployment or interaction with the non-abbott sheath. A 12mm amplatzer ventricular septal defect occluder (vsd) was then chosen for implantation utilizing the same non-abbott 7f delivery sheath. The vsd was hard to advance through the sheath, so the sheath was exchanged for a non-abbott 7f shuttle sheath. The 12mm vsd was deployed but was deformed (elongated and bulbous) possibly due to papillary muscle again. 12mm vsd removed and exchanged for 10mm vsd with the same delivery system. The 10mm vsd was deployed but insufficiently closed the defect as it was too small so it was removed. When removing, it pulled a shred of the delivery sheath inner lumen. Finally, a 11mm aso was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There were no reported patient consequences.

Manufacturer narrative:
An event of device deformity during implant was reported. Information from field indicated that it was thought papillary strands may have prevented a normal deployment or interaction with the non-abbott sheath. The investigation confirmed the device met functional specifications when analyzed at abbott. The returned loader was kinked. The device history record was reviewed to ensure that each manufacturing and inspection operation was perform. Based on information received, anatomical factor may have contributed to device deformation; however, the exact cause could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "the amplatzer¿ septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for the occlusion of atrial septal defects (asds) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration." Codes removed: medical device problem code: 2017 improper or incorrect procedure or method.